Event description:
Customer reported that the v60 ventilator has an error code message of machine and proximal pressure sensors failed, machine pressure sensor calibration data error and oxygen pressure sensor calibration data error. Customer reported that the unit was in use on a patient at the time the reported issue was discovered; however, there was no patient harm.

Manufacturer narrative:
Age:(B)(6) (pt. Born in 1953). Weight: (B)(6). Sex: female. Height 5'7, (67 inches).